Manufacturer narrative:
Pending evaluation. Please void this submission as this issue is not related to device or procedure.

Event description:
Bilateral revision of knee components due to acute sepsis as a result of an abscessed tooth.

Manufacturer narrative:
Pending evaluation.

Event description:
Bilateral revision of knee components due to acute sepsis as a result of an abscessed tooth.